Event description:
It was reported that a pump malfunction occurred with code 16-0x20e6, requiring replacement of the device. There was no information on whether the customer's blood glucose level exceeded 500 mg/dl, as this was either unknown or the customer declined to answer; additionally, there was no data available on the blood glucose level at the time of the event. The customer was informed that the pump needed replacement and was advised to return the problematic pump within 10 days using a pre-paid label and box. Although the customer did not share what backup therapy they would use, they received a replacement pump as part of the corrective action.